Manufacturer narrative:
No damages capable of preventing the insertion of the cannula were observed. The cause of this event could not be determined. The soft cannula was observed to be bent. It could not be determined when this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's glucose exceeded 27 mmol/l (486 mg/dl) while wearing the pod between 4 and 24 hours on the back. It was noticed that the cannula was not properly inserted into the skin and was bent. A new pod was applied to treat the hyperglycemia.